Manufacturer narrative:
This report is submitted on 19 apr 2021.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to reduce the skip flap thickness. No reports of patient injury are associated with this event.